Event description:
Hcp reports via clinical study report that the patient was admitted to the neurosurgery service for suspected infection of draining post-auricular dbs site. The wound culture was positive for methicillin-sensitive staph aureus which the patient received via IV therapy. The remaining device system on the right side and the generator were explanted completely the next day. The patient remained afebrille and was discharged the next day with medication stabilized treatment of parkinson's disease and with the plan of 7 day full course of vancomycin followed by 7 days of oral keflex and home physical therapy. Later that night the patient had a fever of 101.4 and was readmitted for suspected meningitis. Ceftazidime was initally added to vancomycin regimen and then changed to cefepine based on cultures. Worsening of pc motoric symptoms attributed to missed anti-pd medication doses. Neck stiffness on exam. Patient remained afebrile during the hospital stay. A CT of the brain indicated no inracranial bleed; left parietal scalp swelling was new since early 2006 scan. Meningitis was ruled out and fever with accompanying fatigue, lethargy, was attributed to ongoing infectious process. The patient was discharged 4 days later with home antibiotic therapy and physical therapy. The device was returned to the manufacturer for analysis. Refer to MDR # 2182207200601983.

Manufacturer narrative:
Final device analysis results revealed no significant anomalies. The device was cut, but the manufacturer suspects explant damage.